Manufacturer narrative:
E1 due to character limit, establishment name did not fit. The full establishment name is: (B)(6) hospital . The device was evaluated by olympus. The evaluation found that the allegation was not confirmed, but failures of the video cable connectors were found. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during preparation for a therapeutic ureteral flexible lithotripsy procedure at the video system center, the object could not be visible when the image flickered seriously. After cleaning on-site, the object can be seen when the image flickers. The procedure was completed using the same device. The patient was not under sedation, and there were no delays. There was no patient harm associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, for "image flicker" cause could not be presumed. For "no image" it is presumed that the phenomenon occurred due to video cable connector failure. Olympus will continue to monitor field performance for this device.